Event description:
After undergoing CT scans of the spine, the pt was being removed from the table when hot oil dripped from the upper portion of the scanner gantry. The oil allegedly dripped on the pt causing a burning sensation. The pt was treated for first degree burns. The location and size of burns on the pt is unk at this time.